Event description:
It was reported that post a percutaneous transluminal angioplasty procedure, a stent re-stenosis occurred. The size, implant date of the wallstent is unable to be obtained; it was noted that the wallstent was implanted "many years ago." The wallstent was 75% stenosed and located in the calcified and moderately tortuous superficial femoral artery (sfa). The stenosis was being treated with a spcb flextome monorail cutting balloon. Pt status is reported as 'good.' Attempt to obtain additional info was unsuccessful.

Manufacturer narrative:
The complainant indicated that the device has been implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.